Manufacturer narrative:
Product investigation is in progress.

Event description:
Anxiety [anxiety]. Half of it was cut off and remained inside-vagina [foreign body in reproductive tract]. When removing the tampon, half of it was cut off and remained inside [complication of device removal]. When removing the tampon, half of it was cut off [device breakage]. Case narrative: consumer reported via e-mail that the tampon was cut off and remained inside during removal. No serious injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Anxiety [anxiety] half of it was cut off and remained inside-vagina [foreign body in reproductive tract] when removing the tampon, half of it was cut off and remained inside [complication of device removal] , when removing the tampon, half of it was cut off [device breakage]. Case narrative: consumer reported via e-mail that the tampon was cut off and remained inside during removal. No serious injury reported.